Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2025-007418. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the system was unable to fully boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device 722280 is not sold in the USA. However, a similar device 722222 is marketed in the USA under 510(k): k200917.